Manufacturer narrative:
The reported failure "flow unstable" was detected and confirmed by the engineer. A getinge field service technician investigated the device in question. According to the service order from the getinge field service technician dated on (B)(6)2020 the unstable flow could be confirmed and the problem is solved after changing the drive with s/n(B)(6). Refer to communication grid in the complaint dated on (B)(6)2020 the customer received the new drive. Due to import restrictions in china the repair of the rotaflow drive cannot be performed at manufacturer's (em-tec) site. A replacement unit provided to the customer. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.35 was reviewed on 2020-05-11 with the following outcome: the most possible causes for the reported failure "flow unstable" could be determined as: malfunction of the flow measurement system: * zero flow calibration failed * incorrect flow measurement * device used out of specification * software error the reported failure "flow unstable" was detected by an engineer and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from (B)(6) that the flow value display on the rotaflow console is unstable and works normally after replacement. Which was replaced rotaflow console or rotaflow drive is requested but pending. (B)(4).